Event description:
It was reported that there had been a gradual rise in the shock impedance of this right ventricular lead and it was out-of-range. No patient symptoms were reported. Additional information was requested but was not available.